Event description:
While a baby was in this isolette, the rn noted a burning smell. Baby immediately removed, placed in another isolette. It was reported that baby's temp remained stable. Isolette was due for maintenance june 2005 by rental co.